Event description:
It was reported that the surgeon was taking the implant out of its blue holder with the provided clamps in the tray. For some reason, the implant was bent (over the normal 10 degree angle) and the head of the implant immediately expanded. When the head expanded it seemed larger than it should have been. We were unable to implant due to that deformity in the implant.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.